Manufacturer narrative:
Currently listing this as a "malfunction" , however in all cases of investigations of this same problem has shown that it is not a malfunction, but a user error, using a wrong instrument or similar reason, typically described as "iatrogenic", or surgeon-caused. Once the product is returned and investigation is complete, a follow-up report will be filed. If "iatrogenic" is the conclusion, this will not be described as a malfunction. Review of device history records indicates the product was built per specifications.

Event description:
Leaflet broke while handling the valve during implant ("while adjusting the valve"), taken to mean while rotating the valve. Patient is ok. The product has not yet been returned. This is being reported now because conclusions of the investigation will not be available prior to 30 days. In all past cases of carbon part breakage, the conclusion has been "iatrogenic", or surgeon-caused, i.e., not a malfunction, or structural valve dysfunction. In all cases where leaflets break during rotation, it has been found that the on-x rotator instrument was not used. The IFU has clear warnings on using only on-x instruments. Once we complete the investigation, a follow-up report will be filed.